Event description:
The customer reported that insulin was leaking into the insulin pump. Advised the customer that she does not need to push the plunger up and down multiple times to lubricate the reservoir due to a higher chance of breaking the seal of the stopper. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.